Manufacturer narrative:
All available information was investigated, and the reported unintended movement (clip open ¿ efaa) and and clip jumping open were not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on information provided and the results of the returned device analysis (unable to confirm the reported issues), a cause for the reported unintended movement (clip opened while establishing final arm angle (efaa)) and clip jumping open could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ degenerative mitral regurgitation (mr) and a prolapsed posterior leaflet for a mitraclip procedure. A mitraclip was implanted successfully and the mr was reduced to grade 2+. Another mitraclip was selected to further reduce the residual mr, the clip was positioned medial to the first clip. During pre-deployment establishing final arm angle (efaa), the clip could not hold the lock and jumped open to 40-50 degrees going from the neutral position with the arm positioner. Troubleshooting was performed unsuccessfully. The clip was removed. Another mitraclip was implanted successfully. The final mr was grade 1+. There were no adverse patient effects or clinically significant delay reported.